Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (140-300 mg/dl). Customer changed the infusion tubing/site and cartridge in an effort to treat elevated levels. Customer indicated that a manual injection would also be administered. System check with tandem technical support showed no issues with the pump; however, pump history showed incomplete bolus alerts and resume pump alarms due to the incomplete bolus alerts. Customer confirmed this information, but then stated that this information was inaccurate. Recommendation was made for customer to consult with health care provider to discuss other factors that may be contributing to elevated bg levels.